Event description:
It was reported that an a1059 mayfield skull clamp had a lot of movement in the looking mechanism. The issue was discovered before the procedure because the surgeon was to test the locking mechanism to see if it was the same as before the repair. The unit was not in contact with the patient when the issue was found, therefore there was no injury involved with this issue. There was replacement product available to be used and there was no delay. The procedure was completed with the facility's loaner. The patient outcome was reported as ok.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.